Event description:
During a patient use, it was reported that the device had an intermittent ECG signal thru the therapy connector when the cables were wiggled. The health care providers were able to monitor the patient thru the ECG cable connection. The device use had no adverse effects as it was utilized for monitoring purposes. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). The customer replaced the therapy cable but the issue persisted. Physio-control provided the customer technical assistance and the therapy connector part number information for device repair. Follow up with the reporter confirmed that the customer replaced the therapy connector assembly to resolve the issue. The device has been returned to service for use.